Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation external and internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There is no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation external and internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual investigation has been performed on the returned reader and evidence of fire/burn marks were observed. Visual investigation has been performed on the returned usb charger and usb cable and no issues were observed. Usb charger and usb cable passed testing. Visual investigation has been performed on the returned power adapter and no issues were observed. Load tester was used to test returned power adapter. The power adapter voltage was measured to be within specification range. An extended investigation was performed. Visual inspection was performed on the returned de-cased reader and it was observed that the reader casing, lcd (liquid crystal display), screen, battery and pcba (printed circuit board assembly) were burnt. The reader was not powered on with button depression, test strip or cable insertion, therefore event log could not be downloaded. A power consumption test was unable to be conducted on the returned reader due to the extensive damage to the reader, battery and the pcba. It was determined that the returned reader was likely exposed to microwave field which caused the observed damages. The damage to the reader was deemed to be user related, the reason the reader could not powered on. Therefore, this issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.